Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bone tumor procedure on (B)(6) 2020 and barbed suture was used. The suture broke during use. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/07/2020. H3 evaluation: an empty opened foil, a labeled winding former with needle/suture were received for evaluation. During the visual inspection of the sample, body fluids could be observed along the strand. The barbs were noted with damage caused by use of a surgical instrument. The strand was not broken. The product contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. In addition, the two sides of the fixation tab appeared to be broken by use of surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received no suture breakage was noted.